Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of a 55 mm in diameter abdominal aortic aneurysm. A talent and an aneurx stent graft were implanted for treatment of a proximal type I endoleak and distal type I endoleak approximately four years post index procedure. An endurant aortic cuff and endurant iliac limb were implanted to treat a proximal type I endoleak and distal type I endoleak approximately year later. It was reported that recently the patient presented for a routine follow. The aneurysm is currently 79 x 68 mm in diameter. The aneurysm begins immediately at the renal arteries. The patient has a proximal and distal type I endoleak. The physician stated the cause of the event is unknown. The physician stated that there was no intervention, because they were too ill from cardiac and pulmonary issues.